Event description:
A biomedical engineer reported that a footswitch problem occurred during a cataract with (iol) intraocular lens implant procedure. The footswitch was exchanged and the case was able to be completed. There was no pt harm.

Manufacturer narrative:
The facility did not request service. The facility's biomed was troubleshooting the customer report of footswitch issue. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time.(B)(4).